Manufacturer narrative:
The reported infusion flow rate issue could not be confirmed. No device was returned for evaluation. Zyno medical has not yet able to get more information from the user.

Event description:
The initial reporter reported an infusion flow rate issue of the device to zyno medical on (b)(6 2017: "the serial numbers are (B)(4). The notes were placed by nurses that are not in the office today but we do know that the pump (B)(4), was just ns 0.09%. The other two, I do not know the product that was being infused. As far as the rate and the run time. That was not documented with detail." On (b)(6 2017 the initial reporter also provided that they "currently have three of the zyno pumps in our (B)(4) office that according to the nurses, are running slower than the programmed infusion rate". The complaint handling specialist at zyno medical made an attempt to contact the nurse mentioned by the initial reporter on 12/11/2017, 12/13/2017 and 12/19/2017 but failed to obtain a response. No patient information was available. No injury was reported by the initial reporter. The solution used during the event was ns 0.09%. The specific event date was unknown.

Manufacturer narrative:
The reported under infusion issue was not confirmed. The device was not returned to the manufacturer and was tested on site at the customer's facility. The device was found to have a flow rate accuracy of 3.49%, which was within the +/-5% specification. The complaint was closed on (B)(6) 2018.

Event description:
This is the follow up report for the initially submitted MDR (3006575795-2018-00014).